Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient was admitted to the hospital with report of purulent drainage from the driveline. The patient reported they dropped their system controller. Cultures were obtained and the patient was started on IV vancomycin and zosyn. Zosyn was switched to rocephin. A CT scan was obtained and it did not show a fluid collection around the driveline. Cultures came back positive for pseudomonas. The patient's antibiotics were switched to cefepime for a minimum of 6 weeks with an estimated end date of (B)(6) 2019. The patient will continue on oral antibiotics for long term suppression. The patient was discharged on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that cefepime was switched to oral ciprofloxacin.